Event description:
The pt reported that this morning, she had an elevated blood glucose reading of 334 mg/dl with her normal range being 90-250 mg/dl. She stated her reading at bedtime was 184 mg/dl. She said her symptoms were urination and thirst. She stated when she attempted to treat her reading with a bolus of insulin through her infusion device, the device gave an e4 (occlusion) message. She said, she changed her infusion set tubing and primed it without error and then changed her infusion headset and bolused. She stated, she received another occlusion message. She again changed her headset and tried to bolus but received another occlusion message. To troubleshoot, the pt was instructed to disconnect from her headset and prime through the tubing which she successfully did. She was then asked if she needed to bolus and when she said yes, she was instructed to reconnect and bolus the 12.2 units she said she needed. An occlusion message was received at 6.1 units. The pt was instructed to change her headset and bolus again with the same results. The pt was instructed to switch to her backup infusion device and bolus 4.2 units which went through without error. When she tried to bolus the remainder of the amount, the device gave an e4 message. The pt was advised to bolus only small amounts at a time. She stated only the first infusion set cannula appeared bent. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.